Event description:
It was reported that the customer was reporting a programming error that occurred on (B)(6) 2026. Bd later learned the following information. The event occurred on may 24, 2026, between 2006 - 2115, specifically there was an adjustment made to lactated ringers at 2048 to 999ml/hr. However, patient received 500ml of oxytocin (30 units) that was completed by 2115. The lactated ringers started at 150ml/hr at 2006 and increased to 999ml/hr at 2048 for bolus prior to receiving epidural. Oxytocin was started at 2milli-units/min at 2006 in a 500ml bag. When the rn went to change the lr channel, this was the medication that infused and bag was found to be empty at 2115. This should have barely been infused by this point. It was noted that the patient had increased contractions with labor and patient was given a dose of terbutaline sq. The patient was able to have contractions slow and deliver the following day. The patient was admitted for induction of labor with elevated blood pressure.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.